Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25003. It was reported a patient's right ventricular lead and atrial lead presented with low pacing impedance and loss of capture due to dislodgement. This was discovered through an x-ray. Both leads were explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was recovering.